Event description:
Error 51.

Event description:
Error 51 device history record was reviewed, no issue has been found. Device log of volumat mc agilia us (22745048) has been reviewed, errors 24 (x1), 99 ocs test (x2) and 51 (x1) are present. Issue reported by customer confirmed by technical service team. Multiple damages were found to the housing, the pole clamp and a loose screw in the inside, linked to mishandling of the pump. The device was cleaned and tested post repair per quality control checklist and reportedly functioned as intended and was released for further use. CAPA were opened for error 51 and error 99.